Event description:
It was reported that this right atrial (ra) lead exhibited low out of range impedance issue due to insulation damage. The patient underwent a surgical intervention to abandoned the lead. No new lead was implanted. No additional adverse patient effects were reported.